Event description:
Olympus (ot) was informed that the endoeye flex 3-dimensional deflectable videoscope was returned to for repair for a reported ¿ vertical lines appear in the image¿ which occurred during an unspecified event. Upon inspecting and testing, the service technician found noise is generated when the anglulation is activated and the image disappear. No death, injury or harm was reported to olympus.

Manufacturer narrative:
The service evaluation found noise is generated when the angulation is activated and the image disappears. It is presumed that the relative position of the left and right imaging units has shifted due to external factors. The bending section rubber is scratched. The bending angulations are insufficient/below specifications due to stretched angle wires. Scratches are found on control body. The video connector is broken/cracked and scratched. The light guide (lg) connector and lg cover glass is scratched.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to operator of device. Operator of device- corrected to health professional. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the investigation, the cause of the noise and no image likely occurred due to a defect of the image sensor unit, failure of the internal board of the video connector unit, or the system caused the event. The specific root cause could not be determined at this time. Olympus will continue to monitor field performance for this device.